Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2023, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that "I had a scary situation today. I administered chemo to a patient today but the air sensor didn't go off on the zyno pump. It did work with the pre-meds. By the time I saw it, there was air in the line and the patient port. I am unable to calculate how much air actually went into the patient port. Pt became symptomatic which resulted in additional care measures. After an hour, pt normalized but didn't receive the remainder of her chemo." The medication being infused was unknown.

Manufacturer narrative:
Reported issue was not confirmed. Pump meets passing criteria. Possible root cause cannot be determined.